Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had fluid under the battery plate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval. During investigation, fluid was found leaking from the battery plate. Samples were taken of the fluid and were sent out for chemical analysis, which is still pending. Service repaired the ebox and geartrain. The battery plate and motor assembly were replaced along with other components.